Manufacturer narrative:
The ca and total protein calibration results were within the specified ranges. The alarm trace had multiple abnormal sample probe aspiration alarms, which indicate poor sample quality. The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The ca reagent lot number is 822631. The total protein reagent lot number is 814692. The expiration dates were not provided. The field service engineer inspected the module and determined that the unattached spring/clip holding the second squeegee nozzle had caused the event; the nozzle did not spring down. He then attached the spring clip, checked the nozzle's spring action, and checked the rinse unit's adjustment. He verified the module's performance by precision checks. The investigation is ongoing.

Event description:
The initial reporter received questionable ca2 calcium gen.2, tp2 total protein gen.2, and other assay results from two patient samples tested on the cobas 8000 c702 module. The reporter provided the following examples of discrepant results: patient sample 1: the initial ca result was 7.8 mg/dl. The repeat result was 10.5 mg/dl. Patient sample 2: the initial total protein result was 4.8 g/dl. The repeat result was 6.3 g/dl. The reporter deemed the initial ca result low and noticed the results did not match the patients' histories in their software, prompting the patient samples to be rerun.